Event description:
It was reported that a cadd® cadd-legacy® pca pump read an error code that started with "12". Customer stated device displayed incorrect residual volume and incorrect air detector and upstream sensor values. No patient injury.

Manufacturer narrative:
Evaluation results: one cadd-legacy pump was returned for investigation. The customer reported product problem was verified. The 1260 error code was replicated. The investigator cleared the code and replaced the faulty mp board that was causing the product problem. The investigator also replaced the following components: battery door. Front and rear housings. Keypad and overlay. Upgraded the dso. Replaced the worn dose connector. The investigator then calibrated the device and reinstalled its software. The device passed all functional and delivery tests after these steps were taken.